Manufacturer narrative:
The gross traction assembly was returned and evaluated by steris; however, the reported event could not be duplicated. The gross traction assembly was found to be operating according to specifications. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the ot 1000 surgical table and was able to duplicate the reported event. The technician installed a replacement gross traction assembly, tested the table, confirmed it to be operating according to specification, and returned it to service. The gross traction assembly subject of this event has been returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the gross traction assembly to their ot 1000 surgical table was unlocking. User facility personnel installed another steris gross traction assembly to complete the procedure resulting in a procedure delay. No report of injury